Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a cva. The pt has hemianopsia and cognitive deficits post the ischemic stroke. The pt's inr was sub therapeutic as he was not taking anticoagulation medication or checking his inr as prescribed. The pt's stroke was treated with medical therapy and the pt's inr was monitored. The pt was discharged and remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.